Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drainage catheter. After the procedure, the drainage catheter was allegedly fractured into pieces. Reportedly it was leaked. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drainage catheter. After the procedure, the drainage catheter was allegedly fractured into pieces. Reportedly it was leaked. Further, an extravasation was identified outside of the patient's body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the drainage catheter in which the end piece of catheter hub was noted to be broken into pieces. The remaining broken part of the hub was attached to an external connector. Therefore, the reported catheter connector fracture, material separation and fluid leak issues are confirmed. The definitive root the catheter connector fracture, material separation and fluid leak issues cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.